Event description:
It was reported that during laparoscopic sigma procedure, with gen11, there was no function. The display showed error code ¿replace instrument¿. No further information is available. No adverse event on the patient. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The instrument was received in good physical condition. No body fluids were noted. It was attached to a hand piece and connected to a gen11. The instrument was recognized by the generator and passed the pre-run test. Both the max and min buttons were compressed and activated. Upon releasing the min button the instrument remained activated, resulting in continuous activation. The min button was compressed repeatedly in an attempt to deactivate the instrument and was not successful. The device was disconnected and reconnected and result in a "reactivate" alert screen. The instrument was disassembled and the flex circuit was inspected. It was noted that the dome of the min button was compressed. The "reactivate" alert screen was displayed during the analysis due to the condition of the dome of the min button. An alert screen of ¿replace instrument¿ was not displayed during analysis. No other anomalies were found that could have contributed to the reported issue. No conclusion could be reached as to why the dome of the min button was damaged.